Manufacturer narrative:
Plant investigation: the reported symptom code (out of box) was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code (blank screen) was confirmed. An external visual inspection showed no signs of physical damage. A 15 minute treatment failed, upon turning on the cycler the display was blank. Cause of failure was due to burn damage on the t1 transformer of the inverter board. A known good inverter board was installed. A 15 minute treatment passed. There were no other discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient (pt) reported to technical support encountering an unresponsive blank screen on the liberty select during an unknown phase of treatment. After attempts at troubleshooting, the cycler was replaced. The patient was advised to complete treatment with continuous ambulatory peritoneal dialysis (capd) and to contact the peritoneal dialysis nurse. Additional information was solicited and received. The patient completed treatment with (capd) and did not experience any complications as a result of the alleged event.